Manufacturer narrative:
The device won't be returned for analysis. Upon evaluation of the failure analysis of the event reported, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman truseal access system (was). Transseptal puncture (tsp) was performed with a nrg transseptal needle. Pericardial effusion (pe) was discovered shortly after the tsp and the was crossing the interatrial septum. The pe increased in size and the patient became hypotensive. After a pericardial drain was placed, blood was recirculated to the patient. The activated coagulation time (act) of the patient was 368 seconds at this point in the procedure. 720ml of blood was drained and protamine was administered. Following administration of protamine an additional 180ml of blood was drained. After this additional blood was drained the act of the patient was 116 seconds. A further 10ml of blood was drained and the laa closure procedure was aborted. At an unspecified time following the procedure a pericardial window was placed. Six days post index procedure the patient fully recovered and was discharged.